Event description:
Revision surgery- due to the patient experiencing pain a few months post-op. X-rays were taken and radiolucent lines appeared at the glenoid baseplate-glenoid interface. The surgeon removed the humeral liner and all of the glenoid components. He attempted to place another baseplate but it was not successfully secured. The surgeon decided to convert the reverse shoulder prosthesis monoblock to a hemiarthroplasty.

Manufacturer narrative:
The reason for this revision surgery was reported as pain after 6.5 months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not returned to djo surgical for examination. (B)(4). The root cause of this revision is due to the patient experiencing pain. It is possible the area indicated by the radiolucent line shown on the x-ray may be the source of the patient's pain. There are no indications of a product or process issue affecting implant safety or effectiveness.